Manufacturer narrative:
The technician replaced both foot end brake casters to repair the stretcher.

Event description:
Information received indicates the foot end of the stretcher moves slightly sideways when the brake is engaged. Foot end casters will not hold firmly.